Manufacturer narrative:
Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a smart touch bidirectional and the patient experienced heart block that required pacemaker insertion and prolonged hospitalization. It was an atrial fibrillation procedure but the patient presented with atrial flutter, they were burning a cavotricuspid ishmus (cti) line and the patient developed atrioventricular (av) block. They were on energy and based on the signals they saw a two to one conduction, so they came off ablation. They did some testing and some pacing maneuvers to determine if the atrium was conducting to the ventricle and the physician determined it wasn't conducting regularly and that the patient needed a pacemaker. The medical intervention provided was dual chamber pacemaker. The last known patient status was that they were ok, just with a pacemaker. Additional event information was received indicating the physician¿s opinion on the cause of the adverse event was that patient arrived with extremely diseased heart condition and risk was known beforehand. (Patient has a history of previous ablation and a diseased heart). Patient is doing well post pacemaker implantation. Patient remained in the hospital overnight but was discharged the following day.